Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation during a test case. There was no patient involvement.

Manufacturer narrative:
Ge technical support recommended replacement of the anesthesia control board and power management board. Block a: no report of patient involvement. Block d4 unique identifier:(B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.